Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were no defects on the subject device. The manufacturing history was reviewed, with no irregularities noted. Foreign substance adhered on the probe. It seemed the drape. Based on the evaluation and similar cases in the past, it was concluded that the nurse¿s arm was burned since the heated probe touched her arm. The instruction manual of the device already cautions; the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue.

Event description:
During a laparoscopic distal gastrectomy, the subject device was used. In the procedure, the distal part of the subject device touched the nurse's arm. As the result, the nurse¿s drape was melted and her arm was burned. As the burn was mild, the additional treatment was not required. There was no patient injury reported.